Event description:
Reportedly, after powering the programmer on, the following message was displayed: operating system not found.

Event description:
Reportedly, after powering the programmer on, the following message was displayed: operating system not found.

Manufacturer narrative:
(B)(4).